Manufacturer narrative:
This report was originally submitted via asr on report ID # 2073981 in q1/2017 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial asr report was filed on 01/27/2017 under FDA exemption number e2011006.

Event description:
Manufacturer report ID #2124215-2017-00919 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that the patient was hospitalized, a peripherally inserted central catheter (PICC) line was placed, intravenous antibiotics were administered, and the patient had a system revision due to a pocket infection. This right ventricular (rv) lead was previously taken out of service, remained implanted at the time of infection, and was then explanted. It was also reported that the patient was admitted to the hospital with yellowish bloody discharge, and the patient was diagnosed with sepsis. In addition, the patient's lactic levels were elevated, the patient developed an altered mental status, and the patient's white blood cell count was elevated. Actions taken also included intravenous and oral medications. Diagnostics performed included lab tests and chest x-rays. It was further reported that the patient was discharged from the hospital, and it was later noted that the outcome of the event was recovered/resolved. No additional adverse patient effects were reported.